Manufacturer narrative:
(B)(4). Eval, results: other - lack of info (no films or operative reports were received, unk cause of misaligned deployment). Eval, conclusions: other - lack of info (no films or operative reports were received, unk cause of misaligned deployment).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6 cm accular thoracic aneurysm at zone 4. The proximal thoracic neck was 37 mm in diameter and distally it was 32 mm in diameter. Three talent thoracic stent grafts were implanted. It was reported that the physician noticed that the bare spring of the proximal main stent graft was misaligned; however, there was no endoleak due to this as confirmed by angiogram. The decision was made to not further intervene and to continue monitoring the pt. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Results, conclusion: rupture, endoleak. Type ii endoleak.

Event description:
It was noted that there was a type I endoleak and that the aneurysm was 54mm diameter. At the 2 year follow up the aneurysm diameter was 86mm. It was noted that there was a type ii endoleak. Coil embolization was performed for lsca for the treatment of type ii endoleak and it resolved. The investigator assessment stated that the relationship to the product is no and relationship to procedure is no. At the 3 year follow up the aneurysm diameter was 96mm. The patient was successfully treated for a type ia endoleak. A valiant was added at the proximal side for the treatment of type ia endoleak, and it was resolved. The cause of this event seemed to be related to the aneurysm site and the patient¿s anatomy, but it is also undeniable the causality with the relevant device. The investigator assessment stated that the relationship to the product is unknown and relationship to procedure is unknown.

Event description:
An update was received stating that the talent stent graft was implanted in zone one.

Event description:
It was reported that a type ii endoleak was confirmed and the aneurysm diameter had expanded, the patient was treated. Angiography showed the aneurysm had ruptured due to type ii endoleak which came from left sca, coiling was performed.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information, cause of event is unknown. Anatomy related; type 2 endoleak. Conclusion: lack of information, cause of event is unknown. Endoleak. Anatomy related; type 2 endoleak.

Manufacturer narrative:
Results: implanting in zone one. Conclusion: implanting in zone one.